Event description:
Blood pressure dropped dramatically during graft introduction steps of procedure. Anesthesiologist administered IV medication to recover bp.

Manufacturer narrative:
The code was selected with "other" meaning that inspection records, testing, lot records, training, etc were evaluated. The results of this investigation point to a deviation from the surgical technique being the most likely contributor to this event. There are other instances of similar events at the same facility currently under investigation. The MFR is reporting those where intervention was done to restore the blood pressure. This event type appears to be isolated to this facility where a specific deviation from the surgical technique is being used. The mfg is taking preventive action to further accommodate a wider variation in technique of graft delivery. The MFR is considering possible labeling clarification, design enhancement, and training enhancement.